Event description:
Information received by medtronic indicated that the insulin pump had crack where the battery compartment up to the right side and retainer ring was damaged. Reservoir was able to lock in place when inserted into insulin pump. Customer experienced high blood glucose level of 22.8 mmol/l and was treated with bolus. Customer declined troubleshooting for high blood glucose level. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.